Manufacturer narrative:
The actual device in the incident was not returned to the manufacturer to be evaluated. However, three unused representative samples from the reported lot were returned for evaluation. The returned unused rep samples were leak tested per specification procedure with the test dilator in place for 10 seconds at 8 psi. There were no leaks noted. The samples were leak tested three times each with the test dilator in place and again no leaks were noted. The house retain samples for the reported lot were also tested per specification and found acceptable. Without the actual sample, a through evaluation could not be performed. No specific conclusions can be drawn. There are no other reports of this nature against the reported p/n or lot number.

Event description:
As reported by the user facility: reports, "arterial sheath is leaking blood through the hemostasis valve after being accessed more than once during a procedure." Additional information provided by the sales rep indicated blood was seeping back through the hemostasis valve, especially after the sheath had been entered more than once. No injury was reported.